Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that perforation and chest pain occurred. The stenosed target lesion was located in the middle right coronary artery (rca). A 2.00mm x 15mm fg emerge balloon catheter was advanced for dilation. However, during multiple inflation of the device it resulted in a small perforation in the right coronary artery (rca). The balloon was left reinflated for 10 minutes, then a non-boston scientific device was used to cover the stent and was quickly advanced and inflated. Following stent deployment, a synergy xd stent was placed in the proximal right coronary artery (rca) and post-dilated. The procedure was completed with a different device. The patient experiences some chest pain but never hemodynamically unstable because of the perforation of rotablator atherectomy and balloon dilatation of right coronary artery (rca), post-procedure the patient status was hemodynamically stable.